Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was defective and needed repair. Based on the information available and the testing conducted the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational to its specification after the speaker was replaced. The device was returned to the customer. It has been concluded that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
It was reported the device is presented with a speaker malfunction and there is no sound coming from the device. Patient involvement is unknown. There was no report of patient or user harm.